Event description:
It was reported that an unspecified number of syringe 1.0ml 31ga 8mm ufii 10bag 500cs broke at the cannula during use. The following was reported by the initial reporter: "it was reported that the needles are bending during the injection and some are breaking during the injection, but not in the injection site. Verbatim: consumer reported needles bending during injection. Stated she also had some needles break during her injection. Stated the needle did not break into injection site thankfully. Stated she had issues with 2 boxes but discarded other product box, not information provided for that box."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8281564. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Due to batch being unknown, no DHR can be completed. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8281564; medical device expiration date: 2023-10-31; device manufacture date: 2018-10-08. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 1.0ml 31ga 8mm ufii 10bag 500cs broke at the cannula during use. The following was reported by the initial reporter: "it was reported that the needles are bending during the injection and some are breaking during the injection, but not in the injection site. Verbatim: consumer reported needles bending during injection. Stated she also had some needles break during her injection. Stated the needle did not break into injection site thankfully. Stated she had issues with 2 boxes but discarded other product box, not information provided for that box."